Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
We were using mdm components for total hip. Surgeon put items into the patient. As he was implanting the two items disassociated from each other. Left hip primary procedure.

Manufacturer narrative:
An event regarding introp dislocation (disassociation) involving an adm liner and femoral head was reported. The event was confirmed based on the analysis of the returned device. Visual inspection: a visual inspection of the adm liner was performed. The device was unremarkable.. Dimensional inspection: the device was found to be dimensionally within specification as per (B)(4) with the exception of : true position inner sphere. The failure of this feature is consistent with device disassociation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined. A review of the device by the manufacturing support team concluded that "the complaint is deemed to not be manufacturing related". No further investigation is required at this time. If further information becomes available this investigation will be re-opened.

Event description:
We were using mdm components for total hip. Surgeon put items into the patient. As he was implanting the two items disassociated from each other. Left hip primary procedure.